Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single piece lens. The capsular bag broke. There was no loss of vitreous and no vitrectomy was performed. The incision was not enlarged and no suture required. The surgeon implanted a competitor's lens. No further info available. Unknown if lens had pt contact or not. Further info was requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
Method - lens work order search. Results - visual inspection of the returned product found the lens optic is torn. One plate haptic and piece of optic is torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined.